Event description:
I was being treated for chronic pelvic pain and heavy menstrual bleeding. (Something I've been dealing with for 6 plus years.) My doctor performed a d and c, for diagnostic and possible therapeutic benefit. During the procedure it was discovered that one of my essure coils had migrated and was perforating my cervix. The doctor attempted to remove the coil. The coil broke off. My pain is far worse than it was previously. The other coil is missing. I'm being told a hysterectomy is my only option. I'm still trying to access how much of an impact these devices have been having on me and my health over the course of the past 7 years.